Event description:
As provided on the maude event report completed by the user facility: a male underwent right ureteroscopy laser stone extraction for a large impacted right proximal ureteral stone. After holmium laser was used to fragment stone, an approx 6 mm stone was basketed with attempted removal. Due to ureteral anatomy and stone size, stone could not be removed; basket could not be disengaged. Several maneuvers were performed to disengage stone and remove basket, but were unsuccessful. Wire to the hand controls were then cut to disassemble basket, but would not disengage from tone. Due to significant ureteral edema, right stent was placed and remaining wires left in the bladder until november 16th; we then returned to operating room and used a holmium laser to eliminate stone in basket and then successfully removed basket without injury to pt's ureter.

Manufacturer narrative:
A maude event report was received via food and drug administration concerning the use of an (B)(4) stone extractor. The info provided on the report does not contain contact info, also noting the device would not be returned for evaluation. It appears the stone being removed by the extractor was too large to be pulled down the ureter. After several maneuvers by the physician to disengage the stone and remove the extractor, the extractor was cut and disassembled. At this point, the basket wires and stone were left in the ureter and a stent was placed. The next day the pt was returned to the operating room for removal using a holmium laser to break up the stone inside the basket along with successful removal of the extractor wires without injury to the pt's ureter. With the limited info and the device not being returned, a definitive root cause could not be determined.